Event description:
In 2005, the physician performed a "successful" arteriotomy closure in the pt's right common femoral artery with the closer s device after a percutaneous coronary intervention (pci). Fluoroscopy was done: vessel size was reported to be greater than five (5) millimeters; calcification was said to be "severe," but the vessel patency and tortuosity were not provided. No grafts were reported. The pt received two (2) days of oral vancomycin after the procedure. It was reported "a dimple was made during the closure procedure." Three (3) days after the pci, it was reported that the pt took a bath. Twelve days after, the pt had "strong pain in the puncture site, blood leaked from affected site, and the site had festered." Debridement to "about five (5) centimeter depth" was done to disinfect the affected site. The site was cultured and, a few days later, a methicillin resistant staphylococcus aureus (mrsa) infection was reported. Surgery was scheduled for three weeks later but at 11 am that day in the pt's hospital room, "massive bleeding occurred from the site." The pt went "into shock and was taken to the operating room for emergency surgery." It was reported that there "was a hole about five (5) millimeters in diameter at the arterial puncture site and that the suture had hooked into a pseudoaneurysm." The suture was removed and the pseudoaneurysm extirpated. A saphenous vein graft was used to cover the arterial hole. It was reported that the pt had received an 800cc blood transfusion during the surgery and has been hospitalized for treatment of his diabetes melltius since the procedure. Although requested, no additional info was provided.